Manufacturer narrative:
Device is combination product (B)(4). Literature citation: bayon, jeremias, et. Al. ¿the ¿crushing¿ aortic prosthesis: a fatal acute myocardial infarction¿, interventional cardiology (2017) 9(2), 71-74. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via literature that thrombosis, myocardial infarction and death occurred. A patient with presented to the emergency room with chest pain and hemodynamic instability 14 days after a mitral and aortic metallic prosthesis procedure. The patient was diagnosed with non st-elevation myocardial infarction (nstemi). Coronary angiogram showed evidence of thrombus in the left main (lm) artery. An intra-aortic balloon pump was implanted and a thrombus aspiration catheter was used to improve coronary flow. A 4.0x16mm synergy stent was deployed in the ostium of the lm without complications. A few minutes later the patient went into refractory cardiogenic shock. The hemi-disc of the prosthesis was ¿literally crushing¿ the stent and timi flow was progressively worsened with associated thrombus. The patient expired because of cardiac arrest with no response to advanced cardiopulmonary resuscitation.